Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis") and uterine enlargement ("uterus was 7 times normal size riddled with adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, adenomyosis and uterine enlargement outcome was unknown. The reporter considered adenomyosis, medical device removal and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- adenomyosis, medical device removal, uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis") and uterine enlargement ("uterus was 7 times normal size riddled with adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, adenomyosis and uterine enlargement outcome was unknown. The reporter considered adenomyosis, medical device removal and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- adenomyosis, medical device removal, uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: addition of ptc results. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.